Manufacturer narrative:
According to the facility on (B)(6) 2022, "upon entering the patient's room it was noted that the heating tube for the high flow nasal cannula had melted." Per the facility the heating tubing was removed and taken out of service. According to the facility the air flow was set at "50 l/min" and the temperature was set at "23.2." Per the facility the circuit was located on the bed, and not below any blankets or covers. Per the facility there was no reported injury or impact to the patient. The sample was returned for evaluation, however, a definitive root cause could not be determined at this time. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2022, "upon entering the patient's room it was noted that the heating tube for the high flow nasal cannula had melted."